Event description:
A pt service rep (psr) contacted zoll customer support while assisting a (B)(4) female pt to report that she cannot connect the pt's electrode belt to her monitor. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (bent pins) has been confirmed. Upon eval one connector pin was bent. The cause for the bent connector pin cannot be positively determined but was likely the result of excessive force when the pins were misaligned. No adverse event resulted from the defective electrode belt connector. The pt rec'd a replacement electrode belt.